Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The fse found that motor controller (mc) board is not seated correctly. The fse reseated the mc board and the problem was corrected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) noted back up alarm failed error (1104) in the diagnostic log. There was no patient involvement.